Event description:
It was reported that during a colonoscopy procedure, no current was supplied to the device. The polyp was located in an unspecified portion of the colon. The sensation jumbo oval polypectomy snare was advanced to the polyp, however, while attempting to use the device the physician noted that there was "no electrical current through the snare". The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "fine".